Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were not provided while wearing the pod longer than 48 hours. It was also reported that the cannula was bent and the pink slide did not move forward. Symptoms reported include stomach pain, throwing up, and feeling dazed. The patient was treated with insulin. The patient was still in the hospital. The pod was worn when seeking medical attention but was removed at the hospital.